Manufacturer narrative:
Device analysis by MFR: the returned product consisted of a jetstream xc 2.1mm atherectomy catheter. Visual examination found shaft damage in the form of buckling/kinks located 82.5cm to 84.5cm from the tip. The infusion line had burst damage proximal the buckling/kinks. The location of the damaged infusion line was approximately 80.5cm to 81.5cm from the tip. The damage that was notice is consistent with sheath interference during the procedure or by pushing, pulling and torqueing of the device in a tortuous anatomy or a heavily calcified lesion. Functionality of the device was completed by setting the device up per the directions for use. The device functioned as designed. During analysis of the device a leak was noticed at the burst infusion line. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that there was a hole in the catheter. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the left superficial femoral artery (sfa). There was difficulty advancing the device due to the tight lesion. As the device was actively running and advancing inside the patient, the catheter got accordioned which created a hole. The hole was noted outside the patient near the groin, roughly 10cm from the sheath. No error messages displayed. The device was removed and a new device was used to finish the procedure. No adverse effects were reported for the patient.